Event description:
It was reported that the patient had a cerebrospinal fluid (csf) leak; they identified csf seeping from their spine. The catheter was revised on 2015 (B)(6). The physician opened the spine; drained the csf; found a hole on the catheter and removed the piece of catheter with the hole and reconnected the rest of the catheter with the existing connector pin. The date of the report was the patient's first appointment with this physician and they noticed he had a csf leak. The pump system was being used to infuse hydromorphone, bupivacaine, and clonidine. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8711, lot# n154012025, implanted: 2008 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced headaches and the csf leak was first identified at the initial healthcare professional (hcp) visit on (B)(6) 2015. The patient recovered without permanent impairment.